Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the versacross connect access solution for faradrive selected for use. During procedure, the patient's prior right femoral artery stent surgery had resulted in scar buildup. While attempting to dilate the groin area repeated wire exchanged caused the damage to the coating of the pigtail wire at the junction with the uncoated metal end. Wire coating was bunched up, making dilator advancement impossible. The insulation was largely intact when the damage was identified. Insulation peeling back was noted as a step-up from bare metal to insulation at the proximal end of the wire. The insulation damage was discovered after the wire insertion. There were standard groin sheaths and dilators used, no damage noted. A new device was opened; no wire modifications attempted. The procedure was completed by using alternative device. The rf wire was not inserted or retracted through a metal introducer needle/cannula. No patient complication was reported. The device is not expected to return for analysis as disposed.